Manufacturer narrative:
One device was received for investigation. During visual inspection, the device was determined to be in used condition, with some wear on its components and scratches on its lens. The reported issue was confirmed during functional testing. The issue was traced to the device expulsor. The device expulsor was replaced and the device passed all testing and delivered within specification for accuracy. Additionally, the device was refurbished with new components. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an inaccurate flow. There was unknown patient involvement and there was unknown harm/adverse event reported.